Event description:
During ICD replacement, fluoroscopy revealed externalized conductors. Lead remained implanted. The morning after surgery, noise and inappropriate shock were noted. Lead was eventually capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.